Event description:
This is report 3 of 3. This is a report of peritonitis in a patient coincident with dianeal therapies for peritoneal dialysis (pd). The patient was hospitalized for the event. The nurse reported the cause of peritonitis had something to do with the patient's intestines. Treatment was not reported. The patient discontinued pd therapy and switched over to hemodialysis. The patient had not yet recovered from this peritonitis event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for potentially associated lot number h12i25038 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. Same patient as (B)(4).